Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer's sister reported customer received a glucose reading of 253 mg/dl from their precision xtra meter and self-administered 13 units of insulin. Customer's sister reported as a result of the insulin medication, customer experienced symptoms of incoherence, low body temperature, labor breathing and loss of consciousness. Customer was given food and coffee to counteract his symptoms. Paramedics were called and obtained a reading of 25 mg/dl with their hcp meter but recorded 125 mg/dl on customer's meter. Paramedics treated customer with glucose. Customer was then taken to a local hospital where he was being diagnosed with severe hypoglycemia. There was no report of death or permanent impairment associated with this case.